Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor displayed a calibration failure error message reading "fail calib p02, c02 sensors". The user also reported that the monitor would constantly alarm. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.